Manufacturer narrative:
It was reported that a revision surgery was performed due to multiple dislocations. During the revision operation, surgeon noted that the femoral head was scratched, and appeared to be dislocating posteriorly, and that the femoral stem was slightly retroverted. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the event as a potential adverse event. A medical analysis noted that it was stated in the original complaint that the surgery was ¿performed by a training registrar¿. It is not clear if this surgeon feels that this could have been a procedural variance. Some potential causes of the reported event could include but are not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that a total hip replacement was performed on 2016 using r3/cpcs to treat neck of femur fracture in of a female patient born in (B)(6). It was reported that the patient had dislocated several times over the past 4 years. During the revision operation, surgeon noted that the femoral head was scratched, and appeared to be dislocating posterior, and that the femoral stem was slightly re-troverted. Surgeon noted that this was most likely the reason for the dislocation. During revision surgery, the femoral head, femoral stem, and cup liner were removed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.